Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion set's tubing was not bonded to end inserter, so the junction from the tubing to the infusion clip came apart. This issue occurred during the night as it did not allow insulin to be administered resulting in severe hyperglycemia (blood glucose level was 400 mg/dl) which was noticed by him early morning. Reportedly, he inspected the two components and there did not appear to be any adhesive. No further information available.